Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed.visual evaluation of the returned product identified that there is debris inside the sterile package.ftir analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectrum of adhesive used in packaging. Device history record was reviewed and no discrepancies were found.the root cause of the reported issue is attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No patient involvement.